Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The information received indicates the this valve was replaced valve-in-valve and remains implanted within the patient. Without the return of the valve for analysis, a root cause of the event cannot be determined and no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that one year, ten months post implant of this bioprosthetic valve, the valve was replaced, valve-in-valve with a transcatheter valve after the patient presented with aortic stenosis, aortic insufficiency, and elevated gradients. Peak gradients were measured at 53 mmhg and mean gradients were measured at 35 mmhg. No adverse patient effects were reported from the valve function or the replacement procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.